Event description:
The customer stated that he was hospitalized with a high blood glucose reading of 1600 mg/dl. Troubleshooting could not be performed because the insulin pump was without battery power. The customer stated that the insulin pump has had a low battery life. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.